Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, it was noted that medical fluid would not go further ahead of the filter and an occlusion was observed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A functional test was performed. Sample received: one (1) sample was received from p/n 21-7106-24 l/n unknown; the sample received in used conditions, decontaminated without its original packaging inside a plastic bag. Functional test: sample was tested using a syringe with colored water to detect any occlusion. Results: during the test, it observes occlusion between the tube and filter. The complaint is confirmed. The cause of the reported problem was traced to the manufacturing process. Q alert 21082 was generated to ensure adherence to manufacturing procedure related to clean the excess of solvent before to assemble tube with the component. Completed on 30/jun/2021. Personnel notification was performed on 10/feb/2022 to notify production personnel about the failure mode reported by the customer.